Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 7090864 / 7090684 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319 batch/lot number: 38078636 model/catalog description: clik x MRI anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had a rash covering a large portion of his back including a red patch over the implantable pulse generator (ipg) site. The patient had an allergy to the ipg. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.